Event description:
Customer reportedly received the following mobile/aviva nano results within 10 minutes: 210 mg/dl and 73 mg/dl; 388 mg/dl and 146 mg/dl; 162 mg/dl and 51 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 202432, expiration date 06/30/2011). (B)(4).